Event description:
Healthcare professional reported "a right side deflation." Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: opening, crease flat and white particle inside the device . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp in the plug strap side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "a right side deflation." Device explanted. Right side.